Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain more additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. What was the reason for converting to an open procedure? Why was not another device ( securestrap) used to complete the procedure? If the device will be returned, please provide the tracking number?

Event description:
It was reported that the patient underwent a laparoscopic inguinal hernia repair procedure on (B)(6) 2018 and the absorbable straps were used. It was also reported that because the difficulty experienced with the device during the procedure, the procedure was converted to open. The doctor finished the surgery, fixing the screen with sutures. Currently, the patient is without reported complications. Additional information has been requested.

Manufacturer narrative:
The analysis results found that the device was returned with the cannula bent. Fire testing was not conducted because trigger was jammed. Upon disassembly the prongs of the fork were deformed causing the jamming and 21 straps were found inside cannula shaft. A possible cause for the condition of the prongs of the fork deformed is indicative of the device being fired into bone or another hard surface, thus rendering device unusable. The instructions for use states that a minimum tissue thickness of 6.7 mm is required when applying the fastener over underlying bone, vessels, or viscera. Additional information was requested, and the following was obtained: what was the reason for converting to an open procedure? Because the device filed. Why was not another device (securestrap) used to complete the procedure? Because there was no other device available in the hospital. Please confirm the procedure and include if the scheduled procedure was to be an open or a laparoscopic procedure? The procedure was schedule to be laparoscopic. Was the laparoscopic procedure converted to an open procedure due to the difficulty experienced with the device only or was there another patient experience that resulted in the surgeon having to convert to an open procedure? Because the difficulty experienced with the device only. 3. Provide patient consequences? No. 4. If the procedure went from a laparoscopic to open procedure, did this result in patient receiving any additional treatment such as antibiotics or an extended hospital stay? - no. 5. How is patient doing at this time? Without reported complications.